Event description:
The clinician reported that nearly three months after the dental implant was placed, in the upper left of the patient's mouth, failure of implant was verified. Bone graft was performed and periodontal disease was present. The device was forwarded to the manufacturer for investigation. The patient experienced bleeding at time of failure, no further complications were observed.